Event description:
Hill-rom received a report from the account stating the bed exit alarm would intermittently be unable to disengage. The bed was located at the account in room 117. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit switch assembly inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed exit switch assembly to resolve the issue. Based on this information, no further action is required.